Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was 190 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The pump passed the self test and no unexpected error alarm was noted during testing. The pump communicated properly with the minilink transmitter sensor and glucose sensor simulator. No unexpected lost sensor error alarm was noted. Unable to download using carelink pro due to an error alarm found in the alarm history. The error alarm was due to a corrupted history file. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.